Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated though the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee effusion [joint effusion]. Knee pain [arthralgia]. Knee warmth [joint warmth]. Case description: spontaneous report received on 11-jun-2010 from a healthcare provider regarding a female patient (unknown age and initials). The patient had a history of gonarthritis. The patient experienced knee warmth and knee effusion after receiving synvisc. The patient received an unspecified number of synvisc injections into an unspecified location on unspecified dates in 2009. The hcp reported the patient experienced knee effusion and knee pain following the synvisc injection. The physician performed knee joint puncture and the patient recovered. The hcp suspected the incidents to be of allergic etiology and, according to him, this type of incident only occurs with synvisc and not with other visco-supplements. See (B)(4) for other events from this reporter. Additional information was received on 24-jun-2010 from the hcp, who reported the patient was a (B)(6) female. The patient's initials were (B)(6). The hcp reported the patient's medical history included previous synvisc treatment in (B)(6) 2007 (uneventful). The patient had a history of diabetes, anxiety and degenerative gonarthritis. The patient's knee x-ray, in shuss position, showed complete narrowing of external interarticular space and the reported indication for the patient's synvisc injections was left gonarthritis. On (B)(6) 2009, the patient received one synvisc injection and a few hours after the injection, she experienced knee warmth and knee effusion. The hcp reported the patient's general practitioner prescribed solupred 20 "(prednisolone: corticosteroid po), but the rheumatologist continued injections together with intra-articular altim (corticosteroid ia) injection." The hcp reported the patient's knee warmth, knee effusion and knee pain had a definite relationship with synvisc. The patient's concomitant medications included stagid (metformin) for diabetes, temesta (alprazolam) for anxiety, art 50 (diacereine) for arthritis, and cardiological treatment (nos). At the time of this report, the patient was recovered without sequelae from knee warmth, knee effusion and knee pain. Additional information was received on 30-jun-2010 in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.